Manufacturer narrative:
The (B)(6) pharma ae assessor spoke with the v-go 30 user's daughter who had called in the complaint. Daughter states the patient changes her device every morning about 8-8:30am. Patient is to give 4 clicks with each meal. Patient follows a diabetic diet. Patient does not exercise but is active and walks with the aid of a walker. Patient has a history of seizures and stage 3 kidney disease. The daughter states the mother is on an oral diabetic medication as well. Patient wears a libre 2 cgm. Patient normal glucose levels are below 300. On 2/7 the glucose reading was 567. Patient had eaten 2 eggs and toast for her breakfast earlier. The daughter states extra clicks were given but they did no bring down her glucose. Daughter states the insulin is not expired and that it is stored correctly. The patient had symptoms of being lightheaded and thirsty. The daughter called the ambulance to transport the patient to the hospital. Daughter states, due to the patient's history of seizures, daughter did not feel comfortable transporting her in a car. The patient was treated in the ER from 12pm till 8:30pm. Patient was not admitted as an inpatient. The daughter brought in a new v-go device and states patient changed that one prior to 24 hours in order to get her back on schedule. The daughter states there were two devices that did not infuse the insulin properly. Daughter states all tests done in the ER ruled out illness or infection. The medical staff told her it was the device. The daughter states that she did check the insulin indicator window and it had not moved. The patient sees her hcp and endocrinologist regularly. The daughter states her glucose is back in the normal range. This is a serious event due to the high glucose of 567 and the need for treatment from the ER. Device contribution cannot be excluded. Two devices were returned and evaluated. The evaluation result is as follows: two devices were received and evaluated for the complaint regarding the unknown device lssue. All devices were inspected, and the functions were tested and were verified to have operated as intended. Therefore, the complaint about these devices could not be confirmed. .

Event description:
The daughter reported that her mother, the patient, was hospitalized on (B)(6) for hyperglycemia while wearing a v-go 30 device. The daughter mentioned that the patient's sugar kept going higher and higher on (B)(6) and patient bg was 567 at noon. The patient was taken by ambulance to (B)(6) hospital, where patient was in the emergency room from 12pm-8:30pm. The daughter stated that another v-go 30 was put on the patient monday night but the patient's bg was 381. The daughter removed a third v-go prematurely to get the patient back onto her normal schedule.